Event description:
Additional information received indicating the iol haptic tore during insertion. Iol was removed and replaced intraoperatively with the same model lens. The procedure time was doubled.

Manufacturer narrative:
Although requested, the device was not returned and reportedly discarded. Since no lot number was provided, a device history record (DHR) review could not be performed. Trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors may have caused or contributed to this event.

Manufacturer narrative:
Product has been requested for evaluation but not received. Investigation of this report is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported there was a torn haptic observed after implantation. The incision was enlarged to remove the lens. Sutures were not required and there was no patient injury. Additional information has been requested but not received.